Event description:
It was reported that the non preloaded intraocular lens (iol) was implanted in the patient's eye at 16 degrees. In one week post op it was noticed that the lens had rotated to 30 degrees leading to further examination and intervention. The lens was explanted in a secondary procedure and replaced with a non jnj lens. There was no patient injury. There was no medical/surgical intervention required. The vision pre operative was 20/50 and the visio post operative was 20/30. No other information is available.

Manufacturer narrative:
Section a2: unknown/ asked but not available. Section b3: date of event: unknown, not provided, but the best estimate date is during 2017. Section h3: the device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record and complaint trending for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain missing information; however, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.